Event description:
It is reported via email that there was an ambulance accident that resulted in a pt death. There was pt involvement and adverse consequences.

Manufacturer narrative:
It was reported that there was an ambulance accident. There was a death reported but no product malfunction occurred. The stryker product(s) did not cause nor contribute to the event.